Event description:
Meter name: one touch basic. Strip name: one touch. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: shaky. A pt reported they do not feel right, shaky. Their meter allegedly would only prompt message of clean test area. The result on their meter was results unknown. Treatment was medication. No further info has been reported.